Event description:
Reporter indicated that device diagnostic testing at office visit in 11/2002 resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator was not at end of service. X-rays did not reveal any discontinuities in the ncp system. Lead break is suspected. Neurologist plans to show x-rays to neurosurgeon and has instructed patient's parent to monitor patient's seizure activity for any changes.